Event description:
It was reported that the anchor broke during hip surgery. No patient injury reported.

Manufacturer narrative:
One (B)(4) suture anchor system was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The anchor has broken above the suture slot. The break is angular in nature and the distal end of the anchor is bent. The inserter¿s inner shaft is bent. The condition of the device indicates it was subjected to excessive force in conjunction with off axis insertion. Proper alignment is essential for a successful repair. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A review of the manufacturing non conformities database was performed by investigator which confirmed no abnormalities were reported with this lot.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.